Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the wire in this urologist tray seems to be different. Customer used it for six or seven years now and never had a problem until recently. The wire has been bended in the last three cases that they have used the bard urologist tray. Customer kept had to open different wires. (Batch#nggy5965).

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample were confirmed to exhibit the reported failure. The device had not met specifications. Visual evaluation of the returned sample noted one opened (with original packaging), used guide wire. Visual inspection noted wire was bent and the jacket not covering the wire entirely. Further inspection noted the wire is not enclosed within the jacket and was extruded in the opposite direction of the jacket. This does not meet specification which states " units are to be assembled and package as indicated in the layout drawing". A potential root cause for this failure mode could be ¿lack of training - packaging pattern not followed". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labelling could not have prevented the reported failure. Correction: h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the wire in this urologist tray seems to be different. Customer used it for six or seven years now and never had a problem until recently. The wire has been bended in the last three cases that they have used the bard urologist tray. Customer kept had to open different wires. (Batch#nggy5965 and batch#unk ). Per additional information received via form with sample returned on 14nov2023, patients' urologist had stated that the wire that comes in this kit seems to different because it has kinked up on the last 3 times patient had used it. Patient had used this kit for years and this is a new issue.